Event description:
Pre-op diagnosis: cochlear implant device failure. Post-op diagnosis: same. Procedure(s): right explantation and re-implantation of cochlear implant. Ca nucleus freedom contour advance electrode. From office visit approximately two weeks earlier: "...she received a ci512 device in the right ear approximately 5 years ago, and did well for several years. This past (B)(6), the patient began to notice the device cutting out frequently, before going out completely for 5-6 weeks".